Manufacturer narrative:
Device not returned to MFR for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of clinical study files completed and some events were deemed reportable. CAPA opened to address complaint/MDR reporting for clinical studies.

Event description:
It was reported that the patient suffered from a ruptured pseudo aneurysm, vascular repair of iliac artery post procedure.